Event description:
Customer reports the following: "biomed reported pump not recognizing tubing set. Biomed tried multiple sets and cleaned pins and cassette sensor." Preliminary review indicates that there was a set ID sensor failure. Although this did not stop an active infusion, the issue is potentially related to an internal CAPA that was opened by fresenius kabi in (B)(6) 2023 for setid sensor failures. As such, fresenius kabi is reporting this as a conservative measure. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.